Event description:
The covidien customer support engineer (cse) reported that an 840 ventilator had an intermittent screen. The cse inspected the device and replaced the graphic user interface cpu pcb and gui to bd cable. The unit passed extended self-testing.